Event description:
During the preventive maintenance of the da vinci surgical system by the intuitive surgical, inc. Representative or the technical field specialist (tfs) found that the patient side manipulator (psm) arm 3 failed the brake inspection test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm.

Manufacturer narrative:
The psm was returned and analyzed. Failure analysis investigation found that the psm arm failed the weighted brake drop test. The arm was upgraded with the newest brakes to correct the problem. Intuitive surgical inc., (isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis investigation. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.